Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone18.1. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's father that the patient experienced elevated glucose levels while using the omnipod system. On (B)(6) 2026, the patient developed excessive thirst with glucose levels reportedly exceeding 300 mg/dl after approximately 4-24 hours of wear on the arm. Upon removal of the pod, the cannula was observed to be bent. A new pod was applied; however, the patient had to later be transported to the emergency room, where medical staff reported blood glucose levels above 400 mg/dl and high ketones. The patient was treated with intravenous insulin and was discharged the same day. Pod was removed, while in the emergency room.